Event description:
It was reported that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device had low rotations per minute(rpms). The event was not reported to have occurred during surgery. There were no delays to the scheduled surgical procedure as a spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred in the month of (B)(6) 2014; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device had a pin hole in the hose and had low rotations per minute (rpm). It was determined that the pin hole in the hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was determined that the low rpms were due to the hole in the hose not allowing proper air pressure to run the motor. The assignable root cause was determined to be due to misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.